Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker system detected low pacing impedances and high pacing thresholds in the right atrium (ra). It was noted, within the last six months, the ra impedances decreased from 600 ohms to around 200 ohms. The root cause for the low pacing impedances and high pacing thresholds was not determined. Subsequently, this pacemaker was explanted and the associated ra lead was surgically abandoned. No additional adverse patient effects were reported.